Event description:
Procedure type: bullectomy. According to the reporter: after resection, air leak test was performed and there was no problem, and procedure was completed. That night air leakage occurred, but it was unable to identify the air leaked part. Pt is under observation and re-operation is scheduled on (B)(6).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.